Event description:
It was reported that the four teeth snapped off when inserting the lag screw and were left in the patient. Attempts were made to remove the teeth; one was removed successfully.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned and is indeed broken. The device inspection revealed the following: the device was returned and is indeed broken from the 4 pegs. The most probable root cause of the breakage is an improper connection between the lag screw and the screwdriver. Indeed, if the two are not properly connected, and if space remains between the two parts, too much mechanical loading is applied on a restricted area of the pegs, leading to their breakage. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the improper connection of the instrument to the implant during insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Manufacturer narrative:
Upon completion of the investigation any additional information will be reported in a supplemental report.

Event description:
It was reported that the four teeth snapped off when inserting the lag screw and were left in the patient. Attempts were made to remove the teeth; one was removed successfully.